Event description:
It was reported that during a drg trial implant procedure on (B)(6) 2023, the patient experienced a wet tap and developed a headache post-procedure. The leads were explanted on (B)(6) 2023 to address the issue. Further follow-up indicates that the patient's headache has resolved. It is unknown which lead contributed to the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10350-50a, UDI: 05415067027139, serial: (B)(6), batch: 8713223.